Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 329 mg/dl, 299 mg/dl, 323 mg/dl, 274 mg/dl, and 123 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. Based on the failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.